Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
New information received states that the device was explanted, and a new device was implanted due the device not being charged. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was anticipated to be replaced due to an unknown reason. No additional information is available at this time.